Event description:
The customer reported approximately ten milliliters of clear fluid leaked below pinch valve pv28 during latron control analysis involving the coulter hmx hematology analyzer with autoloader. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated. The customer has an exposure control plan at the facility.

Manufacturer narrative:
The field service engineer (fse) performed troubleshooting with the customer via the telephone and had the customer replace cut tubing through pinch valve pv27 to resolve the issue. The instrument was returned to operation. (B)(4).